Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps cautery function was faulty. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the respiratory surgery director and obtained the following additional information: the fenestrated bipolar forceps was not working. The connection of the bipolar cord was normal but a beep was heard during activation. The instrument was inspected prior to use and no damage or abnormality was observed at inspection. The bipolar output was not working and the instrument was replaced with a backup. Damage to the conductor wire was found. The wire was broken originally inside the rail of the resin part. There was no sign of thermal damage and no instrument collision occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire bipolar broken to be related to the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The missing fragments were not returned. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional finding not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the back end.